Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to prevent recurrence. In addition of the above evaluation, internal checking confirmed that usb extension cable had evidence of having been pinched. Therefore, usb extension cable was replaced. Since the sound silence button did not occasionally respond to a press, front panel was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue.